Manufacturer narrative:
Baxter's product analysis laboratory received one transfer set for analysis. A visual inspection revealed the spike of a transfer set was stuck in the cap of the uv disconnect kit. The spike of the transfer set was brokent 5mm from the bottom.

Event description:
Baxter reported before us a spike of a transfer sew was broken after an unkown amount of time in use. No patient injury or medical intervention was associated with this incident per baxter.